Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose was 180, 133, and 227 mg/dl within 10 minutes, with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.